Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet for investigation. The investigation was not completed at the time of this report. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the new trimmer was used to remove a flout thickness skin gauge from the patients thigh. The skin graft did not come out evenly. It had ridges and holes. Another skin graft had to be removed from an adjacent area. The second skin graft was viable but "sumed" to leave a wound.

Event description:
It was reported that the new trimmer was used to remove a flout thickness skin gauge from the patients thigh. The skin graft did not come out evenly. It had ridges and holes. Another skin graft had to be removed from an adjacent area. The second skin graft was viable but summed to leave a wound.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on may 29, 2018, it was reported that the new trimmer was used to remove a full thickness skin graft from the patients¿ thigh. The skin graft did not come out evenly. It had ridges and holes. Another skin graft had to be removed from an adjacent area. The second skin graft was viable but seemed to leave a deeper wound. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the electric dermatome on august 7, 2018 revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specifications and the control bar was in the correct position. There was damage to the underside edge of the head and underside of the end cap (see photos in the photo attachment section). The customer did not return a power supply for evaluation. Repair of the electric dermatome has not been performed by zimmer biomet surgical as the device is being added to the loaner pool. The reported event was non-verifiable since during the product review no testing was able to be performed to try to replicate the reported event. However, it was noted that there was damage to the underside edge of the head and underside of the end cap. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review no testing was able to be performed to try to replicate the reported event. However, it was noted that there was damage to the underside edge of the head and underside of the end cap. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.